Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 196 mg/dl at the time of the incident. Customer stated that they get open book image. Customer reported that they received a critical pump error image on the pump screen. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Constant critical pump error alarm (open book) and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.